Event description:
The pt's device was explanted due to infecion at pulse generator/pocket area. The infection was treated with antibiotics, I&d and explant of pulse generator and entire lead (including electrodes).